Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient lawyer contacted depuy in order to get chemical composition for knee component as patient is suffering allergy.

Manufacturer narrative:
The complaint states same patient as com-(B)(4). Patient lawyer contacted depuy in order to get chemical composition for knee component as patient is suffering allergy. It should be noted the chemical composition was provided outside of the complaints system. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added (B)(6) 2016 - the complaint was reopened as medical records were received. These were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep-(B)(4). Addendum added (B)(6) 2017. Following receipt of additional information the complaint was re-opened and further investigation completed. From the information reviewed, it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.